Event description:
It was reported the pt was unable to establish communication between her ipg and external devices. It was also reported the pt had not charged her ipg in over a year. As a result, the ipg was inoperable. Subsequently, the pt underwent surgical intervention on (B)(6) 2014, where the ipg was removed and replaced with a new one. The pt reported effective therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.